Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not detach. The physician attempted to detach the coil without the instant detacher 3 times, and manually 2 times. They did not attempt to detach it with another instant detacher. The patient was undergoing surgery to treat an unruptured, a-com aneurysm with a max diameter of 5mm and a neck diameter of 4.5mm. The vessel tortuosity was moderate. The devices were prepared as indicated per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtrronic received a report that the coil would not detach. The physician attempted to detach the coil with the instant detacher 3 times, and manually 2 times. They did not attempt to detach it with another instant detacher. The patient was undergoing surgeryto treat an unruptured, a-com aneurysm with a max diameter of 5mm and a neck diameter of 4.5mm. The vessel tortuosity was moderate. The devices were prepared as indicated per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was undergoing surgery to treat an unruptured, a-com aneurysm with a max diameter of 5mm and a neck diameter of 4.5mm. The vessel tortuosity was moderate. The devices were prepared/flushed as indicated per the IFU. It was confirmed that the same instant detacher was used to detach other coils, and that there was no resistance during the delivery of the coil in the catheter. There was no damage to the pushwire after removing it form the patient. The patient was treated well with no related symptoms.